Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventrio st hernia patch mesh, reference number 5950040, lot number huwc1372 was implanted to repair the hernia defect. On (B)(6) 2012: the patient underwent surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio st hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct sex. Based on the additional information received, no conclusions can be made. Per medical records review, about 2 months post implant of ventrio st hernia patch, patient was diagnosed with infection, adhesions, necrosis, inflammation, hemorrhage thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions, inflammation, infection as possible complications. In regards to infection, the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of a reducible initial ventral hernia with mesh implantation. A composix ex hernia patch was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to remove mesh and repair recurrent umbilical and incisional hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information: (B)(6) 2012 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of composix e/x mesh. Per operative notes, "the hernia sac was opened and amputated at the level of fascia. A piece of composix e/x mesh was trimmed and sutured into the fascia." (B)(6) 2012 to (B)(6) 2012 - patient frequently visited hospital for left-sided abdominal pain, pelvic pain, vaginal discharge and ovarian cyst. (B)(6) 2012 to (B)(6) 2012 - patient frequently visited hospital for recurrence umbilical hernia and abdominal pain. (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia, incisional hernia, lower abdominal pain and persistent right ovarian cyst thereby underwent repair with removal of composix e/x mesh and bilateral salpingo-oophorectomy. Per operative notes, "extensive adhesiolysis was done and the bowel was separated from the ovary and the bladder was separated from the ovarian mass. There were small fascial defects and hernia sacs. The old mesh was removed and a piece of synthetic mesh was placed and sutured.¿ attorney alleges that patient had abscess, adhesions, hernia recurrence, infection, seroma, pain, mesh removal surgeries and emotional injuries.